Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. Manufacture dates: monitor: 8/15/2012, electrode belt: 12/5/2014.

Event description:
A us distributor contacted zoll to report that a patient alleged that he received a treatment from the lifevest. It was reported that the patient was conscious at the time of the alleged treatment. After the alleged treatment, it was reported that the patient's monitor was unable to power on. The treatment is unable to be confirmed due to thermal damage to the monitor. There was not death or serious injury resulting from the alleged treatment event. The electrode belt was also returned and failed incoming functional testing.